Event description:
It was reported during an implant procedure, the lead was unable to be implanted by the physician. A new lead was used to complete the procedure. No adverse patient consequences were reported.